Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Product and data were not returned for review. The root cause of cerebral hemorrhage was most likely due to patient condition and unknown relation to impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a patient (unknown age or gender) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp support was ongoing when the pump was explanted after six days. Upon the explant the team observed a large clot burden at the pump cannula and inlet. The pump was explanted and the patient suffered a cerebral infarct/cardio vascular accident. There were no problems with the pump operation, a thrombectomy was performed.